Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor gel implant and experienced postoperative rupture (side unknown). The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. The implantation date was estimated as (B)(6) 2001 based on available information.

Manufacturer narrative:
On 17-jun-2021, it was found that information regarding the suspected medical device was reported incorrectly on the initial report. Manufacturer's reference number:(B)(4). With the information provided, there is no evidence that a mentor device contributed to any serious deterioration in the state of a patient¿s health, nor an indication of a life-threatening illness, permanent impairment of a body function, permanent damage to a body structure, or a need for medical or surgical intervention. As a result, this event has been assessed as not MDR reportable. Should additional information be received in the future, this case will be reassessed. The relevant fields have been updated.